Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the regurgitation was a result of the balloon aortic valvuloplasty (bav) causing hemodynamic instability. As a result the patient was placed on bypass. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post balloon aortic valvuloplasty (bav), the patient had aortic regurgitation. The patient remained stable throughout the procedure and a 20x4 balloon was prepped in normal fashion. The patient was hemodynamically stable with the bp around 100/60mmhg. After testing the pacemaker the patients pressure had a difficult time recovering, pressure was slow to rise. The bav was performed with a 20x4 balloon. After bav, the pressure went to 48/20mmhg. The team decided to wait for the pressure to recover before placing the valve. On echo no central ai was noted. The pressure remained in the 40's and the peripheral access was assessed, the echocardiographer did not see any effusion. The ef had decreased to 25% and the lv was motion was diminished. The team shot an aortagram and there was central ai. The team then advanced the sapien 3 across the annulus and deployed the 23mm valve. The patient's pressure still remained in the 40s and the team went on bypass. The patient left the room on bypass and was transferred out of the hybrid or. At last notification, the patient was in ICU and intubated.